Event description:
During discharge, the nurse entered room to remove the IV from the rac. The site was intact, however there was no catheter tubing connected to the catheter hub. Blood/labs had been easily drawn from the IV in triage. An ultrasound did not find any foreign body in the right arm. The pt was discharged and instructed to return with any difficult breathing or chest pain. During discharge, rn entered room to remove IV, 20 g rac. Site was intact however there was no angio connected to the catheter hub.

Manufacturer narrative:
The sample is not available for eval. Additional info regarding this incident is not available. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4): also reported to manufacturer.